Manufacturer narrative:
Natus medical has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue had a burning smell from the neoblue blanket system (sn (B)(4) dos: (B)(6) 2016). Customer confirmed that the light box would turn off by itself after the unit was powered on for several minutes, and the fan was running and no blockage to the vents during the test. Customer ran a test by inserting something into the light box to activate the led. Tech support representative suggested customer to re-run the same test with a light pad. Customer confirmed that the system shuts down again, warning led illuminated, but did not smell anything burning. Tech support representative noted that natus would like to have the light box returned to natus for evaluation along with the mating light pad. No reported patient involvement reported.

Manufacturer narrative:
Natus factory service evaluated the returned light box and found that it exhibited symptoms of degradation or discoloration consistent with the existing field safety corrective action for neoblue blanket systems. Natus medical initiated a field safety corrective action for neoblue blanket systems in april 2015 as a result of investigations conducted by natus medical. These investigations showed that this failure occurs after extended exposure to the intense light source within the box, at which time the pad no longer provides the therapeutic treatment for which it is intended. Natus is in the process on confirming a neoblue blanket configuration which will not be susceptible to the degradation described above. The complainant was provided with a replacement neoblue blanket light box but did not respond to a follow-up inquiry regarding its status. The complaint investigation has concluded.